Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 61 mg/dl. Food and juice were consumed to address the bg level. The low bg was associated with the healthcare provider having made adjustments to the pump settings as the customer was a new pump user. Tandem technical support advised the customer to discuss the low bg with the healthcare provider.